Manufacturer narrative:
Device received with unresponsive buttons, problem isolated to keypad assembly. Unable to perform displacement test or self test due to unresponsive keypad.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pumps center button was unresponsive. The blood glucose of the customer was 196 mg/dl. Customer stated pressing menu button takes them to the menu screen. Customer states using the up arrow allows them to navigate screens. Customer stated that block mode is inactive. Customer stated that an alarm was not in progress at the time the button was unresponsive. The device will be returned for the analysis.